Manufacturer narrative:
Title: minimal-invasive versus open hepatectomy for colorectal liver metastases: bicentric analysis of postoperative outcomes and long-term survival using propensity score matching analysis source: j. Clin. Med. 2020, 9, 4027 published: 13 december 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between 2012 and 2017. There were a total of 320 patients, 251 open procedures and 69 minimally invasive. A stapler was one of several devices used for liver parenchymal dissection. On complication was listed. Death within 90 days after surgery.